Event description:
Boston scientific received information that this patient experienced shortness of breath and syncope. Oversensing was noted on the right ventricular (rv) lead. It was reported that the lead would likely be surgically abandoned and the device would be changed out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.